Event description:
Device report from synthes europe reports an event in (B)(6) as follows: the vet limited contact - dynamic compression plate lc-dcp bend in situ. The plate bent 15 days after the insertion. On an unknown date the plate was removed.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device is a veterinary product and does not have a 510(k) number. Subject device has been received and is currently in the evaluation process. A review of the device history record revealed no complaint related anomalies.

Manufacturer narrative:
Device used for treatment and not diagnosis. The measurable dimensions found to be in compliance with the technical drawings and ao asif specifications. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao asif specification and with the international standard. No product fault could be detected. We are not able to determine the exact cause of this occurrence and can only assume that a mechanical overload during the healing process caused the bending of this plate.